Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose. Customer had blood glucose value over 600 mg/dl. Customer stated that insulin pump was not recording bolus in daily history and after troubleshooting fill cannula was recorded in daily history. Customer passed displacement test and self test. It was unknown how the customer treated for their high. Customer declined to troubleshoot for high blood glucose. The pump will not be returned for analysis.